Event description:
It was reported that a file separated in the canal during a procedure. The separated piece was not retrieved. Further information has been requested, though exact outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessiate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was returned for evaluation, though results are not available as to this report. Further information pertaining to this event, including evaluation results, will be submitted as it becomes available.